Event description:
During a cardio-pulmonary bypass procedure, the arterial-p02 at the end of the case was 72, with an fi02 of 100%. Based upon information from the user facility, the perfusionist felt that the 02 transfer was not sufficient, although c02 removal remained ok during re-warning of the pt. Anesthesia assisted ventilation during this part of the case and the ap02 value returned to 143.